Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction from the sensor patch adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the affected area is red and resembles a bad sunburn. Additionally, patient's mother reported that the patient is experiencing hives all over the body. Patient's mother contacted patient's physician on (B)(6) 2015 about the skin reaction. Physician advised mother to treat the patient with benadryl. At the time of contact, patient's mother reported current condition of skin reaction as stable. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.